Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exebp the following information was provided by the initial reporter: " during customer training yesterday customer mentions they get false positive results for exebp with instrument ct0857."

Manufacturer narrative:
H.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving "false positive" result on exebp. Application specialist was onsite conducting training when the issue was brought up. Application reviewed the curves and saw no abnormality with the curve. Application specialist check in with the customer and confirmed that no further issues were noted with using the assay. No parts were returned to bd. Complaint is unconfirmed as an instrument issue by application specialist. Root cause is attributed to customer training. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exebp. The following information was provided by the initial reporter: " during customer training yesterday customer mentions they get false positive results for exebp with instrument ct0857."